Event description:
It was reported that the spinal kit contained a long (B)(6) hair among sterile instruments. The kit was discarded. No harm was reported.

Manufacturer narrative:
No device was returned for investigation. No DHR review was done.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-03590 the report was submitted in error.